Event description:
It was reported that this right ventricular (rv) lead was fractured and exhibited high impedance, high pacing threshold and noise. Subsequently, this lead was explanted. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field h6 device codes. This supplemental report has been created to capture information correction.

Event description:
It was reported that this right ventricular (rv) lead was fractured and exhibited high impedance, high pacing threshold and noise. Subsequently, this lead was explanted. A new lead with the same model was implanted. No additional adverse patient effects were reported.